Event description:
It was reported that a patient with a sling device underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted due to progressive incontinence after a few years. The patient was said to be healing following the procedure.